Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during two separate procedures the patient experienced a posterior capsule tear which required a vitrectomy. The surgeon suspects the polymer irrigation/aspiration tip to be the cause. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received from the surgeon. This report is now for one patient who experienced posterior capsule tear, in left eye occurred during irrigation/aspiration (I/a) of a cataract extraction procedure. No system message was displayed. The procedure was completed.

Manufacturer narrative:
An opened disposable I/a tip was returned for evaluation, for the report of posterior capsule tear, tip issue. A review of the device history records traceable to the reported lot number, indicates that the product was processed, and released according to the product¿s acceptance criteria. A photo was provided by the customer and reviewed by the manufacturing site. The photo shows a polymer I/a tip wrench inside a zip top bag on top of a pak list. The lot number in the pak list is not related to this complaint file. The reported event cannot be confirmed, on the photo attached. The disposable I/a tip was visually inspected, and deemed nonconforming, the aspiration port was occluded. No burr or damage was noted, during the visual inspection that would have contributed to a posterior capsule rupture/tear. The disposable I/a tip returned was sent to particle lab for analysis. The foreign material occluding the aspiration port was analyzed using ftir, and was found to best match healon. Disposable polymer I/a tip are manufactured from stainless steel and polycarbonate, viscoelastic is not is not a material, that is used in the disposable polymer I/a tip manufacturing process or in the packaging process. The complaint evaluation confirms, I/a tip aspiration port was occluded. The particle analysis found, that the foreign material occluding the aspiration port best match healon. Disposable polymer I/a tip are manufactured from stainless steel and polycarbonate, viscoelastic is not a material, that is used in the disposable I/a tip manufacturing process or in the packaging process. How and when the aspiration tip port became occluded with viscoelastic cannot be determined, from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely source of the foreign material is from surgical material. Furthermore, no burr or damage was noted, during the visual inspection that would have contributed to a posterior capsule rupture/tear. No specific action with regard to this complaint was taken, because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected by trained operators, during the manufacturing process. Complaints are reviewed, and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).